Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, it was reported that the pump date was incorrect, cause was unknown. Additionally, it was reported that the pump battery was depleting quickly. Customer's blood glucose level was 288 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.